Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the rods shifted. The patient believes that the rods and spacer are causing inflammation. The patient reports hurting constantly and cannot function. Patient is also suffering from depression. The patient was told by her physician that she will need another surgery. No additional information is available at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.